Event description:
The lay user/patient contacted lfs alleging an apply sample message on their one touch ultralink meter. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The pt took his usual dosage of diabetes medication. The technique of applying blood on the test strip was correct. The pt retested using a new vial and issue persisted. The meter is not a new product. Meter was replaced and requested back for investigation. The complaint is being reported due to the alleged issue with the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.